Event description:
Patient recreived tibial nail to stabilize tibial shaft fracture received in auto accident. Device implanted in standard fashion, without complications or incident. Patient (very heavy and very active) fell "up" steps at school, while running to class. Nail fractured as a result of sudden, sharp, forceful trauma to leg. Patient was oput into cast and healed with no adverse effects. Nail was removed by surgeon and disposed of by institutiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.